Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Updated d9, h10 additional information was received, indicating customer reverted to multiple daily injections for insulin therapy. Updated d9, h10 additional information was received, indicating customer reverted to multiple daily injections for insulin therapy.